Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("severe abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy in (B)(6) 2013). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, migraine, vaginal discharge, fatigue and procedural pain was resolving. The reporter considered pelvic pain, genital haemorrhage, back pain, dyspareunia, migraine, vaginal discharge, fatigue and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pain(seen as pelvic pain) and severe abnormal bleeding(seen as genital bleeding). A hysterectomy was performed around 17 months after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") and genital haemorrhage ("severe abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, vaginal discharge and procedural pain was resolving, the dyspareunia, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the female sexual dysfunction and headache outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on(B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), headaches, dysmenorrhea (cramping)", reporter, lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") and genital haemorrhage ("severe abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, essential hypertension, irregular menstruation and heavy periods. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/period with heavy clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), weight increased ("I've gained over 20lbs"), dizziness ("dizzy spells"), muscle spasms ("crams in my hands thighs butt & feet"), hypoaesthesia ("my toes were starting to go numb"), ovulation pain ("painful ovulation"), hypertension ("high blood pressure"), anaemia ("anemia"), hyperthyroidism ("overactive thyroid"), agitation ("excited"), nervousness ("nervous") and fungal infection ("yeast infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, vaginal discharge and procedural pain was resolving, the dyspareunia, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the female sexual dysfunction, headache, weight increased, dizziness, muscle spasms, hypoaesthesia, ovulation pain, hypertension, anaemia, hyperthyroidism, agitation, nervousness and fungal infection outcome was unknown. The reporter considered anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, hyperthyroidism, hypoaesthesia, menorrhagia, migraine, muscle spasms, ovulation pain, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2012: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: I've gained over 20lbs, dizzy spells, crams in my hands thighs butt & feet, my toes were starting to go numb, painful ovulation, high blood pressure, anemia, overactive thyroid). Most recent follow-up information incorporated above includes: on 7-jun-2018: new events from social media: I've gained over 20lbs, dizzy spells, crams in my hands thighs butt & feet, my toes were starting to go numb, painful ovulation, high blood pressure, anemia, overactive thyroid,excited,nervous,yeast infections were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain") and genital haemorrhage ("severe abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, essential hypertension, irregular menstruation and heavy periods. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/period with heavy clots") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), fatigue ("fatigue / fatigue"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), weight increased ("I've gained over 20lbs"), dizziness ("dizzy spells"), muscle spasms ("crams in my hands thighs butt & feet"), hypoaesthesia ("my toes were starting to go numb"), ovulation pain ("painful ovulation"), hypertension ("high blood pressure"), anaemia ("anemia"), hyperthyroidism ("overactive thyroid"), agitation ("excited"), nervousness ("nervous") and fungal infection ("yeast infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, back pain, migraine, vaginal discharge and procedural pain was resolving, the dyspareunia, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the female sexual dysfunction, headache, weight increased, dizziness, muscle spasms, hypoaesthesia, ovulation pain, hypertension, anaemia, hyperthyroidism, agitation, nervousness and fungal infection outcome was unknown. The reporter considered agitation, anaemia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypertension, hyperthyroidism, hypoaesthesia, menorrhagia, migraine, muscle spasms, nervousness, ovulation pain, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of fallopian tubes (B)(6) 2012 : hysterosalpingogram : no spillage of contrast into the peritoneal cavity from the fallopian tubes indicating nonpatency of the tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: I've gained over 20lbs, dizzy spells, crams in my hands thighs butt & feet, my toes were starting to go numb, painful ovulation, high blood pressure, anemia, overactive thyroid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pain(seen as pelvic pain) and severe abnormal bleeding(seen as genital bleeding). A hysterectomy was performed around 17 months after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.